Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/29/2025, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent procedures due to salvage of a failed reverse total shoulder, with an irreparable rotator cuff tear and a well-fixed humeral stem, to an anatomic hemi-shoulder replacement, when loosening of the humeral component (confirmed radiographically) due to implant wear off, fracture or damage to surrounding bone, dislocation or instability. The date of these procedures was not provided, nor was the date of the initial rtsa procedure. The healthcare professional (hcp) reported loosening of the humeral component (confirmed radiographically) of a univers revers cuff arthropathy (ca) head system due to implant wear off. The hcp mentioned that the complications were possibly related to the device. The hcp also reported that the complications did not require any additional treatment. The date on which the loosening was noted was not provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.